Manufacturer narrative:
Additional information: investigation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ/muscle perforation does not change the previous investigation results for vena cava perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported fear is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The following allegations have been investigated: muscle/organ perforation, dvt, and fear. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the right groin due to deep vein thrombosis. Patient is alleging tilt, vena cava perforation. Patient further alleges fear. Report from computerized tomography (CT): "there is an wc filter in place. The filter appears to be tilted anteriorly at the apex and posteriorly at the base. The apex of the filter is projecting 3 to 4 mm outside of the lumen the ivc with the distal prongs at the base extending outside of the lumen as well. The is a prong at the 700 position which is projecting approximately 1.2 cm out of the lumen of the vessel into the right psoas muscle. There is a prong at the 5:00 position projecting 0.5 cm outside of the lumen of tie ivc, posterior to the aorta. There are several prongs anterior to the ivc projecting outside of the lobe and, specifically at the 10 and 2:00 position. At the 10:00 position the prong is projecting 0.9 cm outside of the lumen into the mesenteric fat. At the 2:00 position, the prong is projecting approximately 1.8 cm outside of the lumen, into the mesenteric fat, in between the duodenum and aorta. The filter is located approximately 4. 8 cm above the bifurcation oi the ivc and is at the edge of the right renal vein which is the lowest veil identified." "Ivc filter as described."

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Initial reporter occupation: non-healthcare professional. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2008. On or about (B)(6) 2020, it was noted that the ivc filter had tilted and multiple struts of the ivc filter had perforated the vena cava." Patient outcome: it is alleged that "[pt] suffered permanent and continuous injuries, including physical pain and suffering, mental anguish, physical impairment, loss of enjoyment of life, physical disfigurement, loss of earning capacity and reasonable expenses for necessary medical care, all both past and future."